Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-nov-2019 with the following findings: a review of the pump¿s black box and alarm history did not show evidence of a call service 064 alarm. The pump information from (B)(6) 2017, the date of the original complaint, had been overwritten. During investigation, the pump powered on and successfully completed the rewind, load and prime steps without any call service alarms, warnings or issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a call service alarm was unable to be duplicated during investigation. Unrelated to the original complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm 064 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.